Event description:
Abscess [abscess]. Device subsequently folded over/malfunctioning device [device malfunction]. Injured severely and permanently/severe debilitating injuries [injury nos]. Physical pain/much pain/severe pain/great pain [pain]. Mental anguish [anguish]. Severe emotional distress [emotional distress]. Severe inflammatory response [intestinal inflammation]. Infection [gastrointestinal infection]. Sepramish ip used in palntiff's hernia repair surgery failed [device failure]. Sold in defective condition [device defective]. Incisional hernias [incisional hernia]. Case narrative: this unsolicited legal case from united states was received on 02-oct-2017 via the lawyer. This case involves a male patient (age not provided) who was implanted with sepramesh for surgical repair hernia and after an unknown latency the device subsequently folded over/malfunctioning device, patient had infection, severe inflammatory response, abscess, sepramish ip used in patients hernia repair surgery failed. The patient experienced severe emotional distress, mental anguish, physical pain/much pain/severe pain/great pain, injured severely and permanently/severe debilitating injuries. Also it was claimed that sepramesh was sold in defective condition. No concomitant medication, medical history, past drugs and concurrent conditions were provided. On (B)(6) 2008, patient underwent surgery for repair of an incisional hernia and sepramesh implant (form, frequency and dose: not provided) was used during the same with batch/ lot number: wbsas014 and expiry date: not provided. On an unknown date, after an unknown latency, the device subsequently folded over, became entwined with his bowel, caused a severe inflammatory response, infection and abscess. On or about (B)(6) 2012, patient had to undergo additional surgery to remove the malfunctioning device, take down adhesions, and evacuate the abscess associated with the device. The patient was injured severely and permanently. Patient had suffered and would continue to suffer physical pain and mental anguish. Patient had also incurred substantial bill and had suffered loss of monies due to defective sepramesh that was implanted in his body. It was reported that the sepramesh used in patient's hernia repair surgery had failed, resulting in much pain and suffering, mental anguish, doctors' visits, subsequent procedures and hefty medical bills. Patient also suffered severe pain, injuries and damages. Patient also suffered severe emotional distress. It was also reported that the device was sold in defective condition by design and manufacture. Corrective treatment: surgery evacuate the abscess for abscess; additional surgery for malfunctioning device; not reported for the rest of the events. Outcome: unknown for abscess, injured severely and permanently/severe debilitating injuries, physical pain/much pain/severe pain/great pain, mental anguish, severe emotional distress, severe inflammatory response and infection. Seriousness criteria: important medical event for abscess and device subsequently folded over/malfunctioning device. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Follow up information was received on 23-oct-2017. Sanofi-genzyme did not manufacture lot wbsas014 and this lot was manufactured and sold by davol/bard.

Event description:
This unsolicited legal case from united states was received on (B)(6) 2017 via the lawyer. This case involves a male patient (age not provided) who was implanted with sepramesh for surgical repair hernia and after an unknown latency the device subsequently folded over/malfunctioning device, patient had infection, severe inflammatory response, abscess, sepramesh ip used in patients hernia repair surgery failed. The patient experienced severe emotional distress, mental anguish, physical pain/much pain/ severe pain/great pain, injured severely and permanently/severe debilitating injuries. Also it was claimed that sepramesh was sold in defective condition. No concomitant medication, medical history, past drugs and concurrent conditions were provided. On (B)(6) 2008, patient underwent surgery for repair of an incisional hernia and sepramesh implant (form, frequency and dose: not provided) was used during the same with batch/ lot number: wbsas014 and expiry date: not provided. On an unknown date, after an unknown latency, the device subsequently folded over, became entwined with his bowel, caused a severe inflammatory response, infection and abscess. On or about (B)(6) 2012, patient had to undergo additional surgery to remove the malfunctioning device, take down adhesions, and evacuate the abscess associated with the device. The patient was injured severely and permanently. Patient had suffered and would continue to suffer physical pain and mental anguish. Patient had also incurred substantial bill and had suffered loss of monies due to defective sepramesh that was implanted in his body. It was reported that the sepramesh used in patient's hernia repair surgery had failed, resulting in much pain and suffering, mental anguish, doctors' visits, subsequent procedures and hefty medical bills. Patient also suffered severe pain, injuries and damages. Patient also suffered severe emotional distress. It was also reported that the device was sold in defective condition by design and manufacture. Corrective treatment: surgery evacuate the abscess for abscess; additional surgery for malfunctioning device; not reported for the rest of the events. Outcome: unknown for abscess, injured severely and permanently/severe debilitating injuries, physical pain/much pain/severe pain/great pain, mental anguish, severe emotional distress, severe inflammatory response and infection. Seriousness criteria: important medical event for abscess and device subsequently folded over/malfunctioning device. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a male patient who had sepramesh implanted after hernia surgery and had device malfunction for which additional surgery is done to remove the device. Also the patient experienced abscess. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of device used and whether aseptic conditions were maintained during the implantation. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.